Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. The lp was removed and implant attempted abandoned. There were no patient consequences.